Event description:
It was reported a patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. The patient presented to the emergency room due to turbid dialysate and was diagnosed with peritonitis, the same day the patient was hospitalized. The same day as hospital admission, the patient was treated with intraperitoneal (ip) cefamezin, 250 mg 4 times/day, ongoing and ip tazim 250 mg 4 times/day, ongoing. The cause of the peritonitis was unknown. At the time of this report the patient remained hospitalized and the peritonitis event was reported as ongoing. No additional information is available.

Manufacturer narrative:
(B)(4).as the sample was not returned and the lot number is unknown, a device analysis cannot be completed. If additional relevant information is received, a supplemental medwatch will be filed.